Event description:
This device was serviced for preventative maintenance. During initial inspection, a baxter technician found broken power cord. This was not reported by the customer and the customer did not allege any product malfunction or defect. There was no patient involved; there were no reports of patient injury or medical intervention. No additional information is available.

Manufacturer narrative:
(B)(4). The device was serviced on-site by a baxter field service technician, and the condition was confirmed. This is an ancillary service event. The cause was determined to be a damaged power cord. To correct the condition, the power cord was replaced. If any additional information is received, a follow up MDR will be sent.